Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 22:42:38. During night drain cycle 2, the patient's ultrafiltration reading was 2378ml, indicating the home patient (hp) drained 2378ml more than their maximum programmed fill volume of 2300ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed during event history log review. During the therapy started on (B)(6) 2011 the user bypassed drain 1 of 4 without draining most of their previous fill volume. During fill 2 of 4 the user received a partial fill volume. The actual drain volume for drain 2 of 4 was 2375ml which does not meet iipv criteria for a largest prescribed fill volume of 2300ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.